Event description:
Additional information indicated that subsequent high shocking lead impedance was again detected via patient home monitoring system. Attempted to obtain additional information but was unsuccessful. The system remains in service. No adverse patient effects were reported.

Event description:
New information received indicates that the device again detected high out of range shock impedances. A commanded shock was performed and the device recorded a code 1005. The shock delivered was monophasic instead of biphasic resulting in minimum energy being delivered to the tissue. Although the clinical observations suggest lead tip calcification instead of a conductor fracture due to the minimal energy being delivered to the tissue, boston scientific technical services (ts) recommended intervention. No adverse patient effects were reported. Surgical intervention was performed however a boston scientific representative was not present during the procedure it is unclear the current status of this device.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead caused a red alert to be declared due to high shock lead impedances. The patient's physician is aware of the situation and the pacing system remains implanted at this time. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.